Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, rate/rhythm disorders and conduction system defects are known potential adverse events associated with the thv procedure. These events have many potential causes including underlying disturbances in automaticity and conduction, medications including vasoactive drugs and anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication or cardioversion, a permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (pre-existing rbbb) and/or procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in spain. As reported through a clinical trial, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. It was reported that the atrial flutter was felt to be related to the placement of the edwards s3u valve. On pod1, the patient presented atrial flutter at 116bpm that reverted to sinus rhythm with IV amiodarone. On pod2, the atrial flutter recurred after 48h of amiodarone infusion and oral beta-blocker, the atrial flutter persisted at around 115bpm.